Event description:
The received report stated, the device was used on a liver protrusion tumor for a total of 12 minutes of ablation. The normal temperatures were achieved and the procedure was completed. There was no reported bleeding during the procedure. On the second day after the operation, the patient became very ill from the bleeding in the abdominal cavity. Angiography and tae were performed to stop the bleeding, but the patient expired. There were no problems reported with the equipment. Internal bleeding is a known complication of this type of procedure. The information provided does not appear to link the death with a malfunction of the device.